Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42 and after receiving low battery alerts/alarm, pump shutdown. Customer's blood glucose was 126 mg/dl. Customer reloaded the cartridge and insulin delivery was resumed.